Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl, earlier in the day. The customer took a bolus and bg level came down to 160 mg/dl. System check could not be performed with tandem technical support for this event as technical support was not contacted at the time of the reported issue.